Event description:
The customer reported via phone call that the insulin pump alarmed button error and unexpected restart. The customer's blood glucose was 226 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and unexpected restart error test. The insulin pump was monitored and was functioning properly. No unexpected restart alarm was noted. The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a minor scratched display window. The insulin pump was received with a cracked case at the display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with a cracked reservoir tube lip.